Event description:
Country of complaint: (B)(6). Opening the sterile package of the device, the surgeon noticed presence of white powdery substance in the surface of the plasmapore coated area. Because there was no stock of the same product in the hospital, the surgeon rinsed the surface with saline to wash away the substance, and the device was implanted. Therefore, the device is not available, and the substance is not available, either.

Manufacturer narrative:
Device is not available for evaluation; therefore, a complete device evaluation is not possible. Manufacturing facility is reviewing the information provided.